Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The caller reported that an ambulance was called due to hyperglycemia. The emt's treated the customer with unknown insulin injection upon arrival. The blood glucose results obtained by the emt's were unknown. The customer was transported to the hospital and was admitted for high blood glucose levels. The treatment and blood glucose results obtained at the hospital were not provided. At the time of the report the customer had already been in the hospital for 7 days and was currently still hospitalized, it is unknown when they will be discharged. The doctor has switched the customer to pen therapy to manage blood glucose.